Event description:
It was reported there was a problem with the patient programmer. It was noted the patient programmer showed a ¿poor communication screen¿ and the device ¿stopped working¿ one day prior to report. It was noted the patient could not make an adjustment both with or without the antenna attached. It was stated they were able to communicate with the implantable neurostimulator (ins) using the implantable neurostimulator recharger (insr). It was noted the insr showed the stimulator was on, with 6 to 8 coupling boxes on the bottom and the ins was ¾ charged. It was stated the patient wanted to use their patient programmer to adjust the stimulation because ¿life without it was miserable.¿ it was stated the patient had a few bad falls in the last couple of days prior to report. It was noted the patient had recently been in a car accident and was put on medicine that made him ¿stoned.¿ it was stated the patient fell a lot and pretty hard. It was noted the patient programmer would not interrogate. It was noted the anomaly appeared to have occurred through product use.

Manufacturer narrative:
(B)(4).